Event description:
Sheath/introducer kits were opened to the ep (electrophysiology) physician upon request. The physician noticed the ends of the j-wires seemed loosely connected or "cracked" on two of the kits. These wires were never used. Case was completed with similar wires without difficulty. Two other packages (unopened) found on the shelf appeared to be damaged and returned to the vendor. The external packaging on all sheaths appeared undamaged.